Event description:
It was reported to conmed that, "some clips failed to fire, others failed to close adequately. Some were ok. Clips had to be re applied prolonging surgery " it was also reported that there was no patient injury.

Manufacturer narrative:
The reflex® elc 530 laparoscopic clip applier is an endoscopic clip applier having application in a variety of laparoscopic procedures to ligate vessels and other small tissue structures. The original device will not be returned to conmed corporation. The device cannot be returned from the UK to the united states due to contamination reasons. Eighteen (18) 530 clip applier lot samples were returned for evaluation (one in an opened package and seventeen in unopened packages). The complaint quality engineer evaluated the device with the manufacturing engineer and quality engineer for 530 clip appliers. As received, the opened device had one (1) clip loaded into the jaws and six (6) clips remaining in the cartridge out of the original twenty (20) loaded clips. All of the clips were then fired and formed. The clips appeared to have formed properly and were measured using production equipment. The fired clips passed production requirements for clip formation including eye gap measurements less than 0.0055 inch. Six (6) additional lot sample devices were tested firing five (5) clips from each device. Examination of the device found no evident defects. All of the clips were loaded, fired, and form with no apparent defects. The clips fired from the devices were then given to a manufacturing operator to measure eye closure, visually check for proper formation, and drop them through the go-no-go gage to check for straightness. All of the clips were found to pass normal production requirements. Therefore, this complaint failure was not reproduced. To mitigate this issue, each device is verified in manufacturing to function properly before release. This is done by firing and inspecting four (4) clips from every device. The first clip is inspected for poor closure and scissoring. The second clip is fired and dropped through a go/no go gage and eye gap is measured under the vision system. The cartridge is then rotated 90° and the third clip is quickly fired. The device is tapped to check that the fourth clip is held in place. The fourth clip is checked for eye gap with the go/no go gage. The 20 clips in the cartridge are checked for "double stack" and "piggy-backed" clips. In addition, the last device manufactured from each shift undergoes a full fire test. The device must fire 20 clips with no more than 2 misfeeds, the device must lock out after firing the 20th clip, and must have no other defect that prevents the device from firing 20 clips. A review of the manufacturing documents from the DHR/lhr for lot 1312091 has verified the devices were produced and released according to the current and approved procedures and material specifications. Proper manufacturing procedures including testing and inspections were performed during manufacture to prevent non-conformances regarding the product's identity, quality, safety, effectiveness and performance. There was a tda, temporary deviation authorization, associated with this lot related to the specification of the jaw groove depth on the device. This was validated that use of these jaws would still result in the device producing properly formed, closed clips. The reported failure could not be reproduced during laboratory evaluation of the complaint device. The complaint investigation has not identified any manufacturing defects; therefore, corrective action is not warranted at this time. Conmed corporation is considering this complaint closed.

Manufacturer narrative:
On receipt of this complaint the initial evaluation of the reported incident was a non-reportable event. On re-review of the incident it was realized that this is associated with a sentinel event and is a reportable incident. I apologize for the lateness of this report that is the result of an incorrect initial evaluation of the complaint. This report is being submitted due to a sentinel event reported on medwatches 1320894-2013-00034, and, 1320894-2013-00035. Lot sample return is anticipated; however, has not been received to date. When a quality engineering investigation of the reported incident is completed a supplemental report will be submitted. Not returned to conmed.